Manufacturer narrative:
The insulin pump had cracked case near all corners of display window, missing end cap sticker and cracked reservoir tube lip noted during visual inspection. All buttons function properly. However moisture damage was noted on keypad traces during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.